Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: urol oncol. 2025 dec;43(12):721.e1-721.e8. Https://doi.org/10.1016/j.urolonc.2025.08.015 epub 2025 oct 15. Pmid: 41093718.

Event description:
Title: exploring the promise of robot-assisted single-port transvesical radical prostatectomy: insights from intermediate-term follow-up. The aim of the study is to present intermediate-term follow-up outcomes. A total of 248 patients were included in the analysis. Stay sutures are placed on the bladder using 0-vicryl, and a vertical cystotomy is per formed, tailored to the prostate size. Reported complications include: 0-vicryl (ethicon), acute urinary retention (n=11), treatment: not reported, severe bladder spasms (n=6), treatment: not reported, urinary tract infections (n=4), treatment: not reported, ileus (n=4), treatment: not reported, wound infections (n=3), treatment: not reported, hematuria (n=3), treatment: catheter flushing, urine leaks (n=2), treatment: not reported, lymphoceles (n=2), treatment: drainage by interventional radiology. In conclusion, sptvrarp optimizes perioperative outcomes. It shortens hospital stays, reduces opioid use, facilitates early catheter removal, and accelerates urinary continence recovery while ensuring oncologic safety. One patient intraoperatively experienced atrial fibrillation with hypotension, successfully treated with phenylephrine andamiodarone. This occurred distally where vicryl (ethicon) was used. Thus, excluded. The second complication intraoperatively involved an enterotomy, immediately identified and repaired. This occurred distally where vicryl (ethicon) was used. Thus, excluded. Postoperative atrial fibrillation (n=2), and deep vein thrombosis (n=1) occurred distally where vicryl (ethicon) was used. Thus, excluded.